Event description:
It was reported that the patient had a primary fracture reverse shoulder replacement. According to the surgeon, approximately 6 weeks post op, the patient presented to clinic with a dislocated shoulder. The reason why was unclear. Unable to reduce. So revision was required to assess why the patient dislocated. The reason for the dislocation was multi-factorial. The surgeon performed additional soft tissue releases, increased the eccentricity on the glenosphere. Decreased the humeral bearing thickness. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk glenosphere cat # unk lot#: unk. Unk bearing cat # unk lot#: unk. Unk baseplate cat # unk lot#: unk. G2: foreign - event occurred in australia. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Revision is confirmed through the provided revision sticker sheet; however, the reported dislocation and notching cannot be confirmed. The device history record was not reviewed due to lack of part and lot identification. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.